Event description:
Obtained a 3 ml 25 g vanish point syringe from stock. Noted to have exposed needle that was poking through cap and packaging despite manufacturer plastic cap being securely in place. No one was injured.